Event description:
The company was notified that the patient reportedly presented to the hospital post implant with swelling around the implant site. The company was informed that the initial diagnosis of seroma was made and the swelling was aspirated. Culture obtained from the aspiration was negative for growth and sensitivity. Multiple compressions were done to alleviate the swelling. The company is currently in the process of gathering additional information. When more information becomes available, a follow up report will be sent.